Manufacturer narrative:
E.1 name prefix/title, first name and last name are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that the automated impella controller (aic) was in a storage closet and the air conditioner sprayed water on the console. There was no patient involvement.

Event description:
It was furhter reported that upon disconnecting the battery, staff noticed that the automated impella controller (aic) did not emit any sound. This issue did not occur in a clinical setting.

Manufacturer narrative:
B5 additional information received from the clinical site. H6 updated to reflect the additional failure mode.

Manufacturer narrative:
The investigation of automated impella controller (aic) - buzzer/ alarm inaudible and aic ¿ damage before therapy has been completed. Data analysis: the console underwent preventative maintenance on june 20, 2025. The reported complaint date was july 3, 2025. The logs show that no commercial pump was connected to ic4846 after june 20, 2025, and there was no issue in the logs that confirmed the reported failure mode. This indicates that water spray occurred while the console was in storage. Device analysis: this console was tested after arriving and visual confirmed the evidence of water spray on the console. Root cause: the root cause of the water spray was most likely a user-related issue. No evidence of buzzer/alarm inaudibility issues was found in the logs, and no issues were identified during testing. D9 device returned to manufacturer date added.